Event description:
It was reported that the insulin pump alarmed compromised forced sensor system during rewind. Customer reported that insulin was dropped. The blood glucose reading was 216 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window and a stripped battery cap coin slot.